Event description:
It was reported that upon initial placement of PICC, customer noticed leakage of clear fluid from PICC insertion site during flushing of saline. PICC was taken out and upon flushing the PICC customer noticed a pin hole leak in the catheter at approx 38cm mark. A new PICC was inserted into pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revi0291 showed no other similar product complaint(s) from this lot number.